Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device remains implanted.

Event description:
A patient enrolled in a clinical study experienced deep vein thrombosis approximately 6 weeks post-implantation. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
A patient enrolled in a clinical study experienced deep vein thrombosis approximately 6 weeks post-implantation, which was treated with anticoagulants. There has been no reported revision procedure to date.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch. Concomitant medical products: unknown vanguard femoral component, catalog # unknown, lot # unknown; unknown vanguard tibial component, catalog # unknown, lot # unknown; catalog # unknown, lot # unknown. Multiple MDR reports were filled for this event: 0001825034 - 2018 - 00664; 0001825034-2018-00665.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A patient enrolled in a clinical study experienced deep vein thrombosis approximately 6 weeks and 12 weeks post-implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown a the time of the initial medwatch.